Event description:
It was reported that this right atrial (ra) lead was found to exhibit noisy signals and low out of range pacing impedances that measured to be less than 200 ohms. No adverse patient effects were reported. At this time, the ra lead remains in service.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report.